Manufacturer narrative:
The pad device was disassembled for investigation and after routine testing, it was noticed that a component - transistor q55- had become partially detached from the printed circuit board. It was concluded that over time the component would have become detached, affecting the on/off switch. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator was not flashing and device could not power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.